Event description:
An ophthalmic surgeon reported that during surgery the eyeball was unstable. The intraocular pressure (iop) control has been set up at 25mmhg. The pt eye level (pel) and the chair's height were the same level. There was no interference with the infusion line. No pt harm was reported. Additional info has been requested.

Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).